Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Approximately three weeks after si joint fusion surgery the patient complained of pain. Initial review of images did not seem to indicate the foramen were affected. Review of CT scans demonstrated a possible area where the implant may be irritating the nerve. The surgeon decided to remove one of the implants and replace it with a shorter implant at a slightly different trajectory.